Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tha. (The primary date was unknown); it was reported that the revision surgery is scheduled to be performed in (B)(6) 2018 by replacing the cup and stem due to the loosening. (The revision date was not fixed yet); no further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no products were returned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.